Event description:
Additional information was received from a consumer (con). It was reported that the patient asked how to go about their device, which they thought wasn't working. Since they thought that it wasn't working, they tried increasing the levels and still felt there were no improvements. They also reported that they turned the stimulator up a little bit, but the stimulation was still not helping their symptoms. They felt like they were back at square one. They were still having accidents and needed to change all the time. They would try to go to the bathroom as often as they could so they didn't have accidents, but they would still have them and was fed up with the implant. They thought it was really going to help them, but stated that they just couldn't keep it up. At their first programming appointment, they told the hcp and manufacturer representative (rep) that the device was only relieving the symptoms off and on. They asked if it was possible to get it removed, if they chose to do so. They had an appointment with a hcp on the thursday following the report. It was noted that the symptom control was not 50% or better. They tried to connect the pp with the ins, but couldn't get past the poor communication screen. They thought that they were using program 1, but couldn't confirm. It was noted that it was hard to do all the connecting, so they would do it when they went to the hcp. It was reported on 2017-05-02 that the patient needed help to get the programming up. They noted that the sudden change in therapy and return of symptoms were resolved. On 2017-05-12, it was reported that, since getting the device, they were still on the initial program but had to wear a medium pad. They wanted to wear their new underwear, but couldn't. It worked initially but hadn't been helping like it did. They changed the number maybe three weeks prior to the report because it wasn't helping like it had been. It was noted that they did feel stimulation. They also, initially, got poor communication. They were unable to resolve it due to their shoulder being unable to place the antenna and hold it in place. They thought they tore their rotor cuff. They were going to call their hcp to resolve the symptoms. It was later reported that they thought they found the right spot for the antenna, but said, again, that their shoulder hurt due to a rotator cuff injury, which they took a pain pill for. They were unable to synchronize and was concerned that they may have accidentally turned the stimulation off during the last call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that since implant the patient was getting up every 2 hours at night, and couldn't hold it before going to the bathroom. During the day, they were tired from getting up at night, and were going every hour. Programming had already been changed from ¿possibly 5 to 4 then now 3.¿ it was stated that they would not want to keep the implant if it doesn't work, but noted that the healthcare provider and manufacturer representative had suggested just turning the ins off otherwise. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they had trouble finding the right spot to put the antenna and putting the antenna back there. Patient indicated they had a bad shoulder on the left. Patient services asked if the bad shoulder was the reason for having issues putting the antenna back there and patient reported ¿a little bit yeah¿. Patient stated they were not happy with it and were going back to healthcare provider (hcp) to see what else can be done. Patient reported the trial seemed to work but the permanent implant was not working. They had a loss of therapy and got up 2,3,4 times per night. They had informed hcp about this and still had to buy pull-ups because they can¿t wear regular under wear which they were fed up with. They had gone to hcp twice for follow up. Patient reported they had a stimulator for their bladder. It was also reported that patient wanted to check that their device was on. Patient mentioned they were back to wearing pulls up and pads. Patient stated when there was running water in the kitchen, they couldn¿t really make it to the bathroom. They fell and hurt their shoulder after they stripped in their apartment, so they were having a hard time placing the antenna. Patient was instructed to synch with patient programmer (pp) during the call and the pp showed stim was on. Patient increased stim from 1.15 to 1.2 and reported they could not feel stim. Patient increased to 1.55v and reported stim was comfortable. Patient would monitor symptoms to see if it helps. Patient indicated they had an appointment with hcp on (B)(6).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they still could not control their bladder and were up a lot at night. They were reportedly trying to get the right adjustment and so far were "having a problem." No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was feeling uncomfortable stimulation. Patient reported that they had been talking to the manufacturer's representative (rep) a week prior to the report and patient said they had the stimulation so high they could not walk. Patient said that they decreased that day until it was comfortable, patient said they were on program 4 and decreased it to 1.25 volts. But then two days later they could not feel anything, patient tried to increase the stimulation and when they went to increase the stimulation, they got poor communication. Patient reported that they had return of symptoms, bladder leakage , frequency and incontinence. Patient stated they had been working with the rep every week. Patient synced with their programmer and stimulation was off, reviewed turning therapy on because therapy needs to be on for it to be effective. It was noted that patient was not feeling stimulation. Patient was on program on program 4 at 1.25v ,and they increased stimulation to 1.65 volts and it was noted that patient felt stimulation in the correct area. It was reviewed that it takes time for body to respond to therapy and patient was redirected to the health care provider (hcp) if problems did not resolve. Patient was recommended to give it 2-3 days and if it did not get better, they would call the rep/ doctor or call patient services for help on adjusting stimulation again. Patient said they could not even run the kitchen sink or the coffee pot because they have to wear pads. Patient had tried programs 1,2 and 3. Patient mentioned they had an appointment with the rep and doctor on (B)(6). It was reviewed for patient to consider increasing amplitude, if medically appropriate . No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had had a return of symptoms. The caller reported that the patient was recently implanted and that the patient was "out and could not control [their] bladder and is got worse when [they] got home." The patient reportedly tried wearing a pad, but that did not work. The patient was still bandaged and indicated that they had been educated under anesthesia. The caller was assisted with connecting to the ins using the patient programmer (pp) and after successfully syncing the pp to the ins stimulation was found to be turned on and set to 1.00. The caller was assisted with increasing stimulation to 1.1 and the patient confirmed comfortable stimulation. The patient reported that they had an appointment with their healthcare provider (hcp) later in the week. The symptom return was reported to have occurred on (B)(6) 2017 and patient status is unknown at the time of this report. There were no further complication reported or anticipated.